Manufacturer narrative:
A ge representative evaluated the system and tightened the terminals on the 24 volt power supply. The system operates as intended.

Event description:
It was reported that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.